Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
It was initially reported on (B)(6) 2012 that during a pump refill on (B)(6) 2012, the hcp had difficulty accessing the pump reservoir, but was able to fill the pump. On (B)(6) 2012, the patient went to the emergency room. The patient's legs were very stiff and the patient had altered mental status. The hcp used the verbiage "itchy, bitchy, twitchy" to describe the patient and it was assumed the patient was experiencing withdrawal. On (B)(6) 2012, a dye study was performed; the hcp could not aspirate the catheter. The radiologist decided to inject the dye anyway. The hcp could not see the dye anywhere. The dye study was then followed by a CT scan. The hcp could not visualize any dye around the pump/catheter and determined the dye study was positive. On (B)(6) 2012, the reservoir was accessed and the expected reservoir volume was aspirated. The patient was started on benzodiazepines and oral baclofen. The dose was not adjusted. While the hcp was checking pump, the eri (elective replacement indicator) was noted to be 6 months and the hcp decided to schedule surgery to replace the system. The patient was discharged on (B)(6) 2012 in stable condition. The patient saw a surgeon on (B)(6) 2012 for pre-op consultation. On (B)(6) 2012, the patient's system was replaced. During surgery, when the hcp opened the pump pocket and lifted the pump, a kink a couple of centimeters off the old pump connector was noted. The catheter "dove sharply" from that connector. Once the kink was resolved, the hcp very easily aspirated 1.5 ml from the cap (catheter access port). The first 8 centimeters of the catheter where the kink was located was removed. The replacement pump was implanted and a sc connector was added to the existing catheter. The patient's pump was programmed to deliver 100 mcg/day; the patient was still on oral medication. The patient still had some spasticity, but the managing hcp planned to follow up with the patient on (B)(6) 2012 to determine if a pump dose adjustment was needed. It was later reported on (B)(6) 2012 that the patient was home and stable on 100 mcg/day of intrathecal medication; the patient was still on oral medication as well. The patient planned to see the managing hcp on (B)(6) 2012 to begin weaning off oral medication and titrate the intrathecal medication. It was later reported that the patient was seen by the managing physician and much better spasticity control since the revision surgery was noted, despite the dose being at "just" 100 mcg. The patient was still taking oral medication. The pump dose was increased to 125 mcg and the hcp planned to decrease the oral medication.